Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the operating room for lead revision, noise and auto mode switch episodes were observed on the rv lead. Upon opening of the pocked insulation damage was observed. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable post procedure and will continue to be monitored.